Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log. The fse identified that the lead z-axis screw needed cleaning and lubrication. Fse cleaned and lubricated the hybrid arm z-axis screw and resolved the complaint. Fse validated the analyzer by running quality control without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. The aia-2000 analyzer, serial number (B)(6), was installed on 21mar2024. A complaint and service history review for similar complaints was performed from installation date 21mar2024 through aware date 18sep2024. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (4253) hybrid arm z-axis home overrun cause: the home sensor activated improperly after movement of the hybrid arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due lubrication problem of the hybrid arm z-axis screw.

Event description:
A customer reported ¿4253 hybrid arm z-axis home overrun¿ error on the aia-2000 analyzer. The error occurred prior day and the analyzer is currently down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.